Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated nonreactive axsym havab-m results on one patient using two specimens that did not correlate with additional testing. The nonreactive axsym havab-m results were not reported outside of the laboratory. No impact to patient management was reported. Data: axsym havab-m specimen 1: 0.17 index, nonreactive, retest: 0.15, 0.15 index, nonreactive; specimen 2: 0.19 index, nonreactive, retest: 0.14, 0.14 index, nonreactive; axsym havab specimen 1: 0.087 s/co, reactive; specimen 2: 0.057 s/co, reactive; architect havab-igm specimen 1: 1.31 s/co, reactive, retest: 2.64, 2.87 s/co, reactive; specimen 2: 1.27 s/co, reactive, retest: 2.32, 2.25 s/co, reactive; architect havab-igg specimen 1: 1.37 s/co, reactive; specimen 2: 1.11 s/co, reactive.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. The account sample returns were received and tested in this investigation. The investigation team completed an investigation and the results are as follows: the three patient samples have been tested with a retained sample (reagent kit stored at abbott laboratories) of axsym havab-m 2.0 reagent, lot number 53681lu00 and all showed a non-reactive result (sample 0.17 index value, #3633 0.18 index value and #2793 0.19 index value). Therefore the account's observation has been repeated. Testing of architect havab-igm lot number 54265hn00, obtained reactive results for all three patient samples (sample 1.22 s/co, #3633 1.39 s/co and #2793 1.66 s/co). Based on this data the specimens, #3633 and #2793 are categorized as "false non-reactive" for the axsym havab-m 2.0 assay. Further testing was performed to evaluate sensitivity: testing of axsym havab-m 2.0 reagent, lot number 53681lu00, met package insert claims; calibrators, controls and sensitivity showed values within typical range. A review of the final lot approval and retained sample data showed that values for controls and sensitivity are comparable and well within the specification range. In addition, a commercially available havab seroconversion panel (bbi pht 902) has been tested with axsym havab-m 2.0 reagent lot number 53681lu00 and of lot number 59510lf00 (current standard reagent) as a reference and both reagent lots showed comparable values. Based on these data it was shown that the sensitivity performance of lot number 53681lu00, is not adversely affected. As part of this investigation a review was performed of the manufacturing and complaint records for axsym havab-m 2.0 reagent, lot number 53681lu00. These reviews did not identify any problems relating to the account's observation. Based on this investigation, it is determined that axsym havab-m 2.0 reagent, lot number 53681lu00, identified in this complaint, is performing acceptably. This is a final report.